Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered removable stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, the stent was implanted to treat a lesion due to metastasized colon cancer. During the procedure, the physician deployed the stent without issues, however, the delivery system was unable to be removed through the stent. The physician cut the metallic support with forceps in order to withdraw the endoscope and while withdrawing the endoscope the rest of the plastic support released and the delivery system was removed. The stent remains implanted at the desired location. As reported, the stent works and was well placed; there was no damage to the patient at the conclusion of the procedure. Note: reporting was required because the device is only sold ous but is similar to the m0070540 that is sold in the us.

Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.